Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 95-130mg/dl fasting. Verified test strips expire 11/30/2017. Customer stores test strips in the kitchen, and opened vial date is (B)(6) 2015. Reviewed meter memory: (B)(6). No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 95-130mg/dl fasting. Verified test strips expire 11/30/2017. Customer stores test strips in the kitchen, and opened vial date is 08/17/2015. Reviewed meter memory (B)(6). Customers concern:266mg/dl and "lo" on (B)(6) 2015. No adverse event reported.